Event description:
Meter readings are not consistent with lab results. Analysis ran on clark error grid using lab reading (68) as reference point vs. Bd readings (85) yielded some data points in the d range of the grid, outside acceptable limits.